Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. The customer provided a photo of the device. The device evidenced signs of clinical usage and a significant amount of blood on the device, in the delivery tube, and on the seal. The seal was fully unraveled and extended outside of the delivery tube. The seal was detached from the tether. The anchor tab and tension spring assembly remained inside of the delivery tube. The green slide lock and white plunger appeared to be depressed on the delivery device. Based upon review of the photo, the reported complaint was confirmed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal and tension spring remained inside of the delivery tube; the seal would not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the product in question as it was discarded.